Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the literature is not comprehensible. The literature is in french and not english. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The literature has not been returned to animas for evaluation. If the literature is returned, it will be reviewed and if needed a supplemental report will be filed. No conclusions can be made at this time.